Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a device check of this pacemaker, the gas gauge showed less than 0.5 years before reaching elective replacement indicator (eri) with a magnet rate of 100 pulses per minute (ppm). There was no further information provided with this event. To date, the device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a device check of this pacemaker, the gas gauge showed less than 0.5 years before reaching elective replacement indicator (eri) with a magnet rate of 100. There was no further information provided with this event. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.